Event description:
It was reported that the pump had reached elective replacement indicator (eri). The pump was explanted and replaced on (B)(6) 2014. The patient recovered without sequelae. There was no patient injury. It was reported that the pump was removed prophylactically to avoid in-vivo battery depletion. Pump logs showed estimated eri ¿4 months.¿ the pump system was delivering dilaudid, bupivacaine and fentanyl.

Manufacturer narrative:
Analysis of the pump found battery high resistance. (B)(4).